Manufacturer narrative:
Device 3 of 5. Evaluation: method: the device history sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 3 of 5. Reference manufacturer report: 1627487-2010-02370 and 1627487-2010-02371, 1627487-2010-02373, 1627487-2010-02374. The pt rec'd her scs system including an ipg, percutaneous leads and lead extensions on (B)(6) 2010. Her system was implanted for peripheral nerve stimulation (pns) which is an off-label indication. It was reported that the pt experienced a burning sensation in the ipg pocket site when the stimulation for a particular lead she has is used. It was reported that the physician attempted to reposition the lead but the procedure was not successful. The physician explanted the entire system. The explanted devices were not returned to the manufacturer for evaluation.